Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Litigation papers allege persistent severe pain and discomfort in her right hip, buttocks, groin, and thigh, which has increased over time; sensation of misalignment, weakness, decreased range of motion and difficulty performing activities of daily living. Pt's hip pops, clicks, and catches. Furthermore, it is too painful for pt to sit or stand for long periods of time.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional info be received, the investigation will be re-opened.

Event description:
Litigation papers allege persistent severe pain and discomfort in her right hip, buttocks, groin, and thigh, which has increased over time; sensation of misalignment, weakness, decreased range of motion and difficulty performing activities of daily living. Patients hip pops, clicks, and catches. Furthermore, it is too painful for patient to sit or stand for long periods of time. (B)(6) 2012 - the sales rep has reported the revision surgery. Patient was revised for unknown reasons.